Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "primary and revision total hip replacement using the robodoc system" written by william l. Bargar, md, andre bauer, md, and martin borner, md published by clinical orthopaedics and related research was reviewed. The article's purpose to report on combined experience of the us FDA trials and german use of a computer aided system to implant depuy and non depuy hip implants. It is noted that the german trials utilized all non-depuy. The two groups were patients who had the robodoc system perform implantation verse a control group of standard surgeon controlled procedures for tha implants. Depuy products utilized: aml tha system, bearings are unknown. Adverse events: intraoperative fractures, loose aml stem at porous coating, dislocations, dvt, pulmonary embolism, partial sciatic nerve palsy. The article does not provide information on interventions provided for adverse events.